Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was spinal pain. The patient¿s representative reported that the communicator quit working. It would not charge and would not turn on. The agent had the caller plug in the communicator to charge, and the caller confirmed that there was no light on the communicator and it was unresponsive. The caller pressed the power button, but the communicator remained unresponsive. The agent had the caller plug the communicator into a different outlet, but it still did not respond. The agent also had the caller use a different, working charging cable, but the communicator remained unresponsive. The caller confirmed no visible damage to the ac power supply or the communicator. The issue was not resolved. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-nov-2024, UDI#: (B)(4). H3 - analysis of the communicator found ¿micro usb charge port is loose¿ and ¿tm90 recharging circuitry is damaged (l3)¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.